Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case description: (B)(4)- mps reported drifting base array arm. Case type : tka.

Event description:
Case description: rob886- mps reported drifting base array arm. Case type : tka.

Manufacturer narrative:
Reported event: it was reported that rob886 was drifting base array arm. Case type : tka. Product evaluation and results: tightened camera thumb screw slightly. Cleaned camera lenses. Confirmed arm accuracy passes. Transmission, friction and phase checks all passed. Minor adjustments to j2 bump stops due to normal use. All required testing passed. System ready for clinical use. Problem reproduced - no. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11.15.2018. A review revealed that the non-conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 219999 , rob886 shows no additional complaints related to the failure in this investigation. Nc/ CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusions: the failure is confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Device not returned.